Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of severely bent grip tip to be related to the customer reported complaint. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.093¿ offset at the tips. Common causes of the failure mode severely bent instrument grips -tips are typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Additional observations not reported by site were also identified: the fenestrated bipolar forceps instrument was found to have mechanical indentations at the grip tips. No material appears to be missing. The common causes of the failure mode mechanical indentations/burrs instrument grips -tips are typically attributed to mishandling/misuse. These are attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with exposed electrode. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The common cause of this failure is attributed to mishandling/misuse. The fenestrated bipolar forceps instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.089¿ - 0.178¿ in length and were not aligned with the tube axis. The common causes of the failure mode scratch marks/abrasions on the instrument main tube are typically attributed to mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. This complaint is reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with an exposed electrode. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that the fenestrated bipolar forceps instrument was defective. The procedure was completed with no patient harm and with a delay of less than 15 minutes.